Event description:
It was reported that the customer went to the emergency room and was hospitalized in intensive care unit due to high blood glucose. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Caller stated that the customer's insulin pump was not working and it did not alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.